Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the cubie was not allowed for recovery and caused the station to be on out of service. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not allowed for recovery and caused the station to be out of service. A field service engineer found that the main enhanced half height drawer 4.2 cubies failed frequently after the recovery. The fse opened the back panel, inspected the drawer and removed the drawer, replaced the retractor band and drawer board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.